Event description:
This report is for trending. Our device failure rate is over 35% of our inventory/population over the first year of operation. The device fan motor becomes very noisy over time and has the potential to seize and go into an over temp mode. Potential risk for patient harm if this occurs in an oxygen rich environment such as surgery. In our discussions with the manufacturer, they have agreed to swap out the entire unit.